Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient in her (B)(6) while transporting, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.